Event description:
Additional information was received that the patient underwent a lead extraction procedure at an unknown date. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the explant procedure for normal battery depletion, the setscrews for the right ventricular (rv) pace and right atrial (ra) ports were unable to be loosened and the leads remained stuck in the header of the implantable cardioverter defibrillator (ICD). The rv and ra leads were cut and a portion of the leads were surgically abandoned. The patient was sent to another facility to undergo a laser lead extraction. The ICD was explanted. No adverse patient effects were reported.